Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt was experiencing burning in the pocket site. Impedances were checked with several high. Lead removed from the ins and checked in mltc (multi lead trialing cable). All impedances normal in mltc. Lead reconnected to ins. Impedances high on different electrodes. Leads disconnected again and checked in mltc where all impedances remained normal with mltc but high (again different electrodes) when connected to ins. New ins opened and leads connected with all impedances normal. The pt was no longer experiencing burning in pocket with the new ins. The pt recovered without sequelae.